Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris mmg system was selected for use. During the procedure, an error code 701 occurred, and the motor could not be withdrawn. The procedure was not completed due to this event. No patient outcome information available.